Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple occlusion alarms due to un-identified high force. Using the returned caps, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Unrelated to the complaint, the display was discolored and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading of 383 mg/dl with symptom of dehydration due to an occlusion issue. It was reported that the patient self-treated by injection via syringe to bring the bg down. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The patient reportedly was unable to complete prime step after disconnecting from pump and the issue persisted with tubing and cartridge changes. It was reported that the cartridge and tubing can be primed manually. Review of use techniques indicated that instructions for use was followed for infusion set and cartridge. Troubleshooting was unable to resolve the reported occlusion issue. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the alleged occlusion issue with unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.